Event description:
18 y/o with diagnosis of congenital complete av block,statuspost revision of ventricular lead presented for follow-up care with generalized swelling of face, feet and hands. Ekgresults suggested that her pacemaker was not functioning device with programming head that the device functions properly. However, upon following the interrogation without the programming head the device began pacing in a dual chamber.~~~~~~